Event description:
User facility reported a uterine perforation was seen on laparoscopy following an attempted novasure (ns) procedure. The site was cauterized via laparoscopy and the pt was discharged home. F/u in 2008 revealed a dilatation and curettage (d&c) and a pre-hysteroscopy were done prior to the ns procedure. It is not known if this perforation occurred during sounding, the d&c, or attempted ablation and it is not known what instrument may have caused this perforation. During f/u with the physician on the next day, he reported that the pt has been seen on f/u and is doing "fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number. No abnormalities were found related to the reported info. This device passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure sys performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.